Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while out of insulin for the pump, transitioned to backup therapy, and planned to reconnect to the pump; the highest reported glucose was 400 mg/dl, the glucose was out of range for approximately 6 hours, and the ilet alerted for high glucose. Symptoms included none. Outcomes included no need for medical intervention and non-medical assistance provided by the fiancé out of kindness. Investigation included review of user-reported history and device alert information. Investigation of this case revealed hyperglycemia with cause unclear and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.